Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 214 mg/dl at the time of incident and then quickly went to 400 mg/dl. Customer's current blood glucose is 403 mg/dl. Troubleshooting was done for no delivery and the pump alarmed after the rewind sequence. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, prime excessive no delivery tests. No excessive no delivery alarms noted during our testing. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.